Event description:
On (B)(6) 2010, pt underwent an anterior abdominal wall hernia repair involving mesh. On (B)(6) 2010, pt was discharged. On (B)(6) 2010, pt was re-admitted to the hospital for postoperative septicemia. An anterior abdominal wall abscess was found and the pt underwent CT guided drainage of abscess which came back positive for (B)(6). On (B)(6) 2010, pt was brought back to the operating room and a wound debridement and irrigation was performed. The surgeon noted 500 mls of serosanguineous fluid. There was no odor or purulence. Per the surgeon's dictation from the operative report, "on top of the xenmatrix was a layer of granulation that was healthy." Hemostasis was secured, there was no pus. During this procedure, an area of devitalized skin edge at the umbilicus was excised. A vac dressing was placed in both abdominal wounds, sterile dressings were applied. The pt tolerated the procedure well and was transferred to recovery in stable condition." Per the surgeon, it is unk if the mesh contributed to the infection.

Manufacturer narrative:
Mfg records were reviewed. No discrepancies were found related to the complaint. Product was mfg per the dmr/DHR requirements. Process control parameters were met and test results showed product met spec. There were no excessive or unanticipated levels of scrap, reject, or rework related to the reported failure mode. Sterilization and related processes occurred within their normal specified parameters. Based on review of the fmea, the likelihood of occurrence that the infection was transmitted from the graft including (B)(6) is rated as almost impossible due to the viral inactivation validations performed on the process. The likelihood of occurrence that the graft was delivered non-sterile is rated as remote due to the sterilization validation and packaging validations performed on the product and process. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Available info indicates no device will be returned and/or add'l info will be provided. We, therefore, consider this report complete to the best of our current knowledge.